Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had a unexpected shutdown. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to perpetual rebooting. Receiver download retrieved and attached was performed and failed due to perpetual rebooting.functional test was performed and failed due to perpetual rebooting. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.